Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for black dots on caps with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. (B)(4).

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tube foreign matter in tube; biological and biological was found. The following information was provided by the initial reporter. Black dots on the cap.